Event description:
A complainant (registered nurse) contacted baxter's technical service centre regarding a system error alarm 2240 (air in line) displayed on the homechoice (hc) unit. The alarm occurred during therapy, in the drain 5 of 5 stage. The patient had disconnected and reconnected at the time of the alarm. The technical service representative (tsr) assisted the patient to clear the alarm by turning the hc unit off/on. The patient was advised to discard the disposable supplies, and contact their nurse regarding the alarm. The call was completed and the hc unit was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The patient had disconnected and reconnected at the time of the alarm. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.